Event description:
Patient had sclerotic bone on the tibial plateau, and there was difficulty seating the tibial tower onto the baseplate. Once seated and tibial prep had been completed, dr. Removed the tower. One of the tibial tower spikes remained in the tibia and was removed with a rongeur. There was a 30-second delay to the case, and it was completed successfully. Standard surgical protocol was followed, and the patient was unaffected.

Manufacturer narrative:
The surgical technique notes: "if sclerotic bone is encountered, consider resecting more tibia until the entire cut surface is bleeding cancellous bone." Sclerotic bone has increased density. If a pin on the tibial tower encounters this higher density bone additional stress is placed on the pins, likely contributing to breakage.